Event description:
It was reported to philips healthcare that the heartstart mrx battery was not recognized by the heartstart mrx. There was no reported pt involvement and/or impact.

Manufacturer narrative:
Pr #: (B)(4): a follow up report will be submitted upon completion of the investigation.